Manufacturer narrative:
Summary/conclusions: it can be concluded that the breakage of the right jaw is very similar to previous jaw breaks. If the device is overloaded, the jaw may break in this area. Months ago, r/d ordered and implemented a change to the mold that produces the tls3 jaws. This change made the jaws 4 times stronger in the areas of this break. R/d is currently performing 4lb jaw fatigue testing to all the new incoming lot of tls3 jaws, as well as to finished devices. To this date, the testing has shown that the jaws are two times stronger than previously and that the current design can withstand forces that are not seen during normal surgical use. This MDR is being filed based on recommendation during a normal qsit inspection performed in february 2010. Although lot and serial numbers are listed, it appears that fields become compressed during printing. Reference report # 2954339-2010-00004 for the first device.

Event description:
The (B)(6) distributor emailed customer service, "I have a few instruments was broken during the first usage." Upon additional request, the (B)(6) distributor reported there were no patient complications, the jaw broke during the surgery. According to the distributor, "some insulation peel off." In response to the question, "are devices intact?" The response was "a couple piece drop off during the surgery, all were pick out."